Event description:
Patient was revised to address poly wear and osteolysis. Loosening at cement/bone interface was also reported; however, the manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated abrasive wear. The root cause of the polyethylene wear is due to contact with bone and/or cement. It was noted the product was implanted for approximately fifteen years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.